Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,pelvic pain') and appendicectomy ('appendectomy') in an adult female patient who had essure (batch no. A34125,a34126) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction in (B)(6) . On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced mood swings ("mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), anxiety ("anxiety"), depression ("depression") and alopecia ("hair loss."). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2013, the patient experienced abdominal distension ("bloating") and constipation ("constipation"). In (B)(6) 2017, the patient experienced ovarian cyst ("ovarian cysts"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue,"), underwent appendicectomy (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and vision blurred was resolving and the appendicectomy, mood swings, night sweats, hot flush, anxiety, depression, ovarian cyst, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, fatigue, abdominal distension, constipation and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, appendicectomy, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, hot flush, mood swings, nausea, night sweats, ovarian cyst, pelvic pain, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy on date of insertion :- (B)(6) -2012. Approximate weight at the time of essure placement 231 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2013: bilateral occlusion. Lot number:a34125; manufacture date: 2012-07; expiration date: 2015-07. Lot number:a34126; manufacture date: 2012-07; expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality-safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, pelvic pain') and appendicectomy ('appendectomy') in an adult female patient who had essure (batch no. A34125, a34126) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction in 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced mood swings ("mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), anxiety ("anxiety"), depression ("depression") and alopecia ("hair loss."). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2013, the patient experienced abdominal distension ("bloating") and constipation ("constipation"). In (B)(6) 2017, the patient experienced ovarian cyst ("ovarian cysts"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue,"), underwent appendicectomy (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and vision blurred was resolving and the appendicectomy, mood swings, night sweats, hot flush, anxiety, depression, ovarian cyst, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, fatigue, abdominal distension, constipation and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, appendicectomy, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, hot flush, mood swings, nausea, night sweats, ovarian cyst, pelvic pain, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy on date of insertion :(B)(6) 2012. Approximate weight at the time of essure placement (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2013: bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs received : previously reported event injury was replaces with new events. Following events were added : mood swings, night sweats, hot flashes, anxiety, depression, ovarian cysts, nausea, dysmenorrhea (cramping), dyspareunia, vaginal discharge, blurred vision, weight gain, fatigue, bloating, constipation, hair loss, pelvic pain, appendectomy. Lot number added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.